Manufacturer narrative:
The device and power supply were received by resmed and an evaluation was performed. The internal battery was functional and able to charge while using a test power supply. Visual inspection of the power supply revealed physical damage to the connector. The power supply was replaced to resolve the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.